Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in this report which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Since (B)(6) 2016, patient experienced pain and redness at the stoma site. On (B)(6) 2016, patient was seen by physician and was treated with antibiotics doxycycline 100mg once a day for 1 week for the stoma site infection. A stoma site swab was taken and was negative for infection. On (B)(6) 2016, patient was reevaluated by physician, and the infection has been resolved.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.